Manufacturer narrative:
Should additional information be received, a supplementary report will be submitted. This report is submitted july 28, 2017, by cochlear ltd. On behalf of cochlear americas. (B)(4).

Event description:
Per the clinic, the patient experienced an infection at the implant site, resulting in device non-use and abutment removal. The implanted fixture remains insitu. It is unknown what treatment(s) the patient has received for the infection. Additional information has been requested; however, not made available.